Event description:
It was reported that an unspecified number of syringe 2ml ls emerald experienced leakage during use. The following information was provided by the initial reporter: complaint from consultant that the bd emerald 2ml syringe are leaking. On speaking with the cnm in charge the leakage seem to be occurring at the point where the needle and syringe meet and seem to happen no matter how tight you make this connection.

Manufacturer narrative:
H.6. Investigation summary bd has not been provided with photos or samples for catalog 307727 lot 1906196 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd believes that the issue could be related with some ineffective luer slip fitting between the device and the syringe tip. This could be because of a defective luer dimensions or any damage in the product. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 2ml ls emerald experienced leakage during use. The following information was provided by the initial reporter: complaint from consultant that the bd emerald 2ml syringe are leaking. On speaking with the cnm in charge the leakage seem to be occurring at the point where the needle and syringe meet and seem to happen no matter how tight you make this connection.